Manufacturer narrative:
The investigation determined that higher than expected non-vitros qc (biorad) results were obtained using vitros bhcg on a vitros 5600 integrated system. The assignable root cause of the higher than expected qc results is likely due to the customer using an unacceptable calibration curve to generate the qc results in question. The investigation also determined that the customer¿s vitros total beta-hcg ii reagents and vitros 5600 analyzer were performing acceptably.

Event description:
The customer obtained higher than expected non-vitros qc (biorad) results using vitros total ¿-hcg ii (bhcg) on a vitros 5600 integrated system. Level 1 biorad results 8.763, 8.563 miu/ml (iu/l) vs. Vitros assigned result of 4.44 miu/ml (iu/l) biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected; however, ocd could not rule out that, if the event were to recur undetected, patient samples could be affected. There was no allegation of harm as a result of this event. (B)(4).